Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. Performed the annual preventive maintenance on system. Cleaned, greased, and calibrated to factory specs. Replaced 6 x-ray batteries and their connectors in tray # 2. Replaced motion batteries. Re-aligned gantry door. Tested x-ray and image quality passed. The system is working correctly as intended. The system passed the system checkout.

Event description:
A medtronic representative reported that during an annual planned maintenance, no x-ray, connectors on batteries located in tray#2 were corroded. Batteries in tray 2 have corroded connectors. Gantry door dings were out of alignment. Door didn't close all the way. There was no patient involved with this concern.